Event description:
Customer reported that at completion of an infusion the rate spontaneously increased to 20 ml/hr. Insulin infusion was running at a rate of 5.7 ml/hr prior to the event. Pump alarmed for approximately 15 minutes until the rn was able to assess rate which was then observed at 20 ml/hr. The pt's blood sugar dropped to 46 and the pt was given dextrose infusions (total of d50 x 3) and blood sugar increased to 60's, then to 80's. No other pt effect known at this time. Event occurred in critical care west unit. Customer states that no further pt/event information is available at this time.

Manufacturer narrative:
(B)(4). The customer's experience of an insulin infusion that spontaneously changed from 5.7 ml/hr to 20 ml/hr on (B)(6) 2012 was not confirmed, however an event was found on (B)(6) 2012 that fits the general event description. The pcu event log has no entries for (B)(6) 2012 and there were no instances found in the log that showed any infusions were running at a rate of 5.7 ml/hr. At 6:52 am on (B)(6) 2012, the user selected pump module and selected insulin 100 unit in 100 ml through guardrails and confirmed the clinical advisory. The user then entered 3.5 unit/hr for the dose and 60 ml for the vtbi. The concentration was 1 unit/ml. Guardrails calculated the rate to be 3.5 ml/hr and the user started the infusion. Almost 1 hour later, at 7:49 am, the user changed the dose to 507 unit/hr and chose to proceed when prompted with the guardrails warning "dose exceeds guardrails limit of 30 unit/hr. Proceed?" Guardrails calculated the new rate to be 507 ml/hr and the infusion was started. The intended infusion rate was 5.7 ml/hr. The infusion completed seven minutes later and went into kvo at a rate of 20 ml/hr. Less than one minute later, at 7:57 am, the user selected the pump module and changed the rate to 5 ml/hr. The kvo rate was set under the pump module system configuration in the pcu system options. The returned pcu was checked and the kvo rate adjust was set for 20 ml/hr. The kvo rate is the rate of fluid flow after an "infusion complete" and the kvo rate never exceeds the infusion rate. Visual inspection showed the device was received in overall good condition. The root cause of the customer's experience of a spontaneous rate change was identified as due to a user error. The rate of insulin was incorrectly entered as 507 ml/hr.